Event description:
Fifth report of six from the same facility. An ojeman cortical stimulator was involved in several unexpected intraoperative seizures during motor mapping cases. A physician reported that a total of six patients were involved- 3 females, 3 male whose ages were between (B)(6) years old. The dates involved were (B)(6) 2010.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported information.